Event description:
Patient presented with a flexion contracture. Revision surgery occurred to replace the tibial implants.

Manufacturer narrative:
Patient presented with a flexion contracture. Revision surgery occurred to replace the tibial implants. Review of the device history record indicates that the device was manufactured to specification.